Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the upper buttocks, which is off-label usage of the device, on (B)(6) 2022. On approximately (B)(6) 2022, it was reported that the patient experienced inaccurate cgm values which occurred 9 days after the sensor had been inserted in the upper buttocks. On (B)(6) 2022, the cgm reading was 5.6 mmol/l, and the blood glucose reading was 2.7 mmol/l. The patient disconnected the insulin pump from the body, but she continued to have low blood glucose value and while having christmas dinner with her relatives, she collapses and experienced seizures. Her relative is a doctor, and he assisted the patient and treated her with glucose. Since she was eating just before having seizures, he removed the food in her mouth to prevent choking. There were no emergency services called as there was a doctor already assisting the patient. At the time of the report the patient was feeling better. The patient removed the insulin pump and was using only the insulin pen for treatment since the event occurred. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.